Event description:
On (B)(6) 2010, seaspine was informed that this patient received a revision surgery on (B)(6)2010. The revision was done due to patient discomfort. The x-ray revealed a potential broken clip. All hardware was removed but the allograft was not.

Manufacturer narrative:
Final analysis found the pulse generator was unable to interrogate below 2.40 v, due to a discrepant integrated circuit. The device battery voltage dropped below end-of-life (eol) resulting in loss of output and telemetry. After replacing the battery, normal function ensued. The pulse generator was received approximately 2 years after explant.